Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the device started to leak. After the first ablation saline began to leak from the guidewire lumen of the catheter. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received by boston scientific and is awaiting analysis.

Manufacturer narrative:
The returned farawave catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported leak event was not confirmed. The catheter was visually inspected and no abnormalizes were found. The catheter was then functionally tested and found to be able to deploy and undeploy with no problems and there was no issue inserting the guidewire into the catheter. Finally, the catheter was flushed and irrigated, and no leak paths were seen. The observation of a saline leak was not replicated during testing, additionally there were no other malfunctions observed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the device started to leak. After the first ablation saline began to leak from the guidewire lumen of the catheter. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.